Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5040017 product family: scs-linear leads upn: m365sc11600 model: sc-1160 serial: (B)(6) batch: 362767

Event description:
It was reported that the patients leads had migrated resulting in loss of coverage of pain areas despite reprogramming. It was also noted that the patients leads had high impedances and the patient experienced difficulty charging of the ipg. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. The explanted devices were kept by the medical facility and will not be returned.